Manufacturer narrative:
The insulin pump alarmed with a button error followed by unresponsive buttons due to corroded keypad traces. The following cosmetic damage was also noted: cracked case at the display window corners and battery tube threads, minor scratches on the lcd window, and a missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the insulin pump received a button error. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis and a replacement device was shipped to the customer's home.